Event description:
A peritoneal dialysis patient called technical services for assistance with a drain complication; during this call the patient reported having peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient had a "touch" contamination peritonitis that was treated with intraperitoneal vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.